Manufacturer narrative:
Calibration and control data showed no indication of an issue. Performance testing was run on the analyzer and did not meet specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Performance testing was run on the analyzer.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The first patient sample initially resulted in a troponin t value of 257.9 pg/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated three times, resulting in values of 6.60 pg/ml, 7.84 pg/ml, and 9.09 pg/ml. The second patient sample initially resulted in a troponin t value of 23.48 pg/ml accompanied by a data flag. The sample was repeated, resulting in a value of 287.8 pg/ml accompanied by a data flag. The troponin t reagent lot number was 512050, with an expiration date of may 2022.